Event description:
In 2002, the patient reported no sound. Two days later, patient was seen at the implant center for device evaluation. At that time, external equipment was exchanged; however, the reported problem was not resolved. Further testing conducted by the implant center confirmed that the device was no longer functioning. Revision surgery was scheduled. The patient was reimplanted with another clarion device.